Event description:
During a procedure the physician placed the subject device into the pt and while attempting to deploy the stent, the stabilizer 2f catheter bound on the guidewire with the microdelivery catheter breaking at the proximal end. Removed the entire system with no harm to the pt. Placed a second neuroform2 microdelivery stent system and again the microdelivery catheter tore near the proximal end (MFR. Report# 6000078-2005-00204). The physician still managed to deploy the stent successfully.